Event description:
The device was used during an unknown procedure. It was reported by the rep nurse observed that trocar sleeve cracked. Checked stock to discover 25 others. There was no consequence to the pt.